Event description:
It was reported that during a prostatectomy the device broke during the surgical intervention. There was no detachment of any element. It was exchanged for a new one. There were no patient consequences.

Manufacturer narrative:
(B)(4). Event year only reported: 2022. Batch #: x95c2g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the jaw detached and not returned. Upon visual inspection, the jaw and knife were found to be broken in the distal guide area. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.